Manufacturer narrative:
Trackwise # (B)(4). The lot # 25157343 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 05/05/2021. An investigation was conducted on 05/11/2021. A visual inspection was conducted. Signs of clinical use and slight evidence of charred material was observed on the heater wire and jaws. The heater wire was observed to be completely flexed away from the center of the hot jaw to the tip with detachment of the heater wire at the tip of the hot jaw. The clear silicone insulation was observed to be intact, no visual defects were observed. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, when placing the hemopro 2 device on the first vessel branch, the user noticed the cautery wire protruding from its normal seated position. The heater wire was still attached to the jaw, but wasn't in it's normal seated position in the jaw. The insulation was intact. Nothing fell in the patient. There was no patient injury. The device was not used. They opened a new kit to successfully complete the procedure without incident.